Event description:
Caller states pt is needing an MRI but pt told his colleague that the ins battery has been dead since (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).